Manufacturer narrative:
According to the received information, this case seems related to a granuloma that turned into an abscess. The situation of the patient and symptoms evolution are still monitored.

Event description:
This event happened outside of the us, in (B)(6). According to the received information, the patient has been injected with teosyal rha 4 in the cheeks on (B)(6) 2019. The same day she developed a bilateral mild cheek oedema. On (B)(6) 2019 the patient still presented a persisting mild oedema. The injector prescribed corticosteroids and antibiotics. From june 2019 to october 2020, the injector never heard from the patient . On the (B)(6) 2020 she informed her injector that she developed a granuloma she had undergone a surgery to remove this granuloma and during the procedure, the surgeon removed a healing and necrotic material, detecting a severe infection with formation of 4 pus canals. The surgeon put her 2 facial drains but the problem still doesn't seem completely resolved. According to the latest received information, on the (B)(6) 2021, the patient developed a new infectious nodule in another part of the left cheeks.